Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, system was not in clinical use at the time of event. Philips remote monitoring team analyzed the logs indicating a malfunction with the image processing pc (ippc) memory. Philips has initiated a field safety corrective action (2023-igt-bst-027) regarding issues with ippc which could result in a loss of image functionality. A loss of imaging functionality could result in a delay of the procedure. A philips field service engineer (fse) inspected the system onsite and had pro-actively implemented the correction by replacing the ippc. The replaced ippc was returned for analysis and a failure was identified with the legacy dual in-line memory modules (dimms) of the ippc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system produced an error of ¿ipu: ippc memory 6 problem occurred during post¿ which could lead to a loss of imaging. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.